Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis.a visual examination of the stent found that distal stent rows 6-11 were damaged and deformed. The undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 38 x 2.5mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was . However, returned device analysis revealed stent damage.